Event description:
The customer reportedly obtained a 318mg/dl and 83mg/dl on the accu-chek aviva system within a ten minute timeframe. The customer felt hypoglycemic. No reported actions taken or treatment rendered. No adverse event reported. The customer does not have the original strips used in the event. She does have new strips with the same lot number as the original strips. New system sent and return requested.